Manufacturer narrative:
(B)(4). The date of event was an unknown date in or after (B)(6) 2015. The lot was manufactured from january 13, 2015 ¿ january 14, 2015. The device was received for evaluation. Visual inspection noted that the blue winged luer cap had separated from the distal luer. The reported condition of an unspecified defect was verified as a separation of components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was defective. This was identified during the reporting facility's incoming inspection. There was no patient involvement. No additional information is available.